Manufacturer narrative:
The reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported unknown-side, "my allergan implants have caused me a ton of autoimmune illnesses since I had them put in 2013." Patient additionally reported that "one of them appears to be collapsing on itself or has a slow leak." Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
Based on the device analysis grid, the assessments of the complaint are: rupture : observed, opening side assessed as fold flaw opening. Autoimmune/connective tissue-ndr : unable to observe since it is a medical event and is not related to the device. Capsular contracture : unable to observe since it is a medical event and is not related to the device. Additional observation: no penetrating nick ( stress marks). No further actions are required as no issues with the manufacturing process are observed.

Event description:
Patient reported unknown-side, "my allergan implants have caused me a ton of autoimmune illnesses since I had them put in 2013." Patient additionally reported that "one of them appears to be collapsing on itself or has a slow leak."healthcare professional reported left side rupture and capsular contracture, baker grade IV. Device has been explanted.